Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had a high blood glucose but not hospitalized. Customer's blood glucose was 293 mg/dl. After the troubleshooting was done, customer will call to perform the high pressure test at her convenience. Customer stated that she just put on a new set which was working and did not want to change it.